Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens tore upon insertion into the eye. Lens was removed with no patient injury. Another same model and size lens was implanted. Reporter stated the cause of lens tear was due to loading error.